Event description:
Discordant results for sodium (na) were obtained on an advia 1200 instrument. The results were reported to the physicians and the physicians questioned the low na results. The same samples were run on an alternate instrument and corrected result reports were sent to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant na results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant na results was the sodium electrode which was loose with small leaks on both sides. The fse replaced the sodium electrode and tightened the electrode holder. The instrument is performing within specifications. Further evaluation of the device is not required.